Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was reported to be 187 mg/dl. The customer took a bolus. During troubleshooting with tandem technical support, a system check was performed and the cartridge was found to possibly be the cause of the alarm. The customer indicated that they would change out the cartridge once home and would use manual injections if needed.